Event description:
The pt received an scs system on (B)(6) 2009. It was reported that the pt could only get rib and abdominal stimulation. It was then decided to replace the lead on (B)(6) 2010. The pt stated he is getting the same rib and abdominal stimulation with the replaced lead (refer to 1627487-2011-03325).

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.